Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility technical operations manager reported a blood leak that occurred at the end of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed on the arterial side of the saline t. The patient¿s estimated blood loss (ebl) was approximately 400ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early, and resumed their normally scheduled hemodialysis treatments without issue. The complaint device was discarded and was not available for return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.